Manufacturer narrative:
Additional information received on (B)(6) 2019 indicated the patient experienced bilateral rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 9/11/2019 indicated the complaint devices were both mentor memorygel breast implants 500cc, catalog number 3505001bc. Additional information received on 10/1/2019 indicated the patient will undergo explantation on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with unspecified mentor gel breast implants and experienced bilateral breast pain and rupture on the left side. As a result, the patient underwent removal and replacement with mentor memorygel breast implants, catalog number 3505001bc, lot number 5775570-085, serial number (B)(4) (sides unknown). No date of explantation was provided; therefore, the date of explantation has been estimated as (B)(6) 2019. This report is for the right side.